Manufacturer narrative:
No lot# was provided. Conclusions - CAPA# (B)(4) was opened to address this issue of jamming. If additional info is received, a f/u report will be sent.

Event description:
The event is reported as: the trigger could not be depressed smoothly. No pt injury reported.